Event description:
It was reported that the ilet displayed ¿sensor expiring and dosing stopped: connect cgm or enter bg¿ while paired to a dexcom g7 that had been worn about ten days, after which the user noted hyperglycemia with a blood glucose of 371 mg/dl and was advised to replace the cgm sensor. The user also elected to replace the steel infusion set and insulin cartridge due to limited remaining insulin to restore automated dosing. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included user-performed troubleshooting and education with replacement of the sensor, infusion set, and cartridge, with expectation of return to target glucose. Investigation included technical review and user guidance provided by support. Investigation of this case revealed that the cgm sensor was expiring, which led to suspension of automated dosing and resultant hyperglycemia, with no additional device malfunction identified. It was concluded that the event was attributable to sensor expiration with dosing suspension leading to hyperglycemia, and the issue was resolved by replacing the sensor and infusion components. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.